Event description:
On 05/12/2023, infutronix received a report that a pump stopped infusing due to a system error alert. The infusion cannot resume without causing delay in treatment. Device was returned.

Manufacturer narrative:
The pump housing was disassembled and the pressure sensor cables were found to be disconnected from the mainboard. The cables were reconnected and the device was able to resume the programmed infusion without system error alarm being triggered. Review of the DHR confirmed this device passed all previous tests and inspections. Review of product complaint history confirmed there are no other complaints associated with this device.